Event description:
Terumo medical corporation received the reported information. After the coronary angiography surgery, a 6 french angio-seal device was used. During the operation, the surgeon confirmed the puncture position twice, then inserted the main hemostatic component into the sheath tube to assemble it and then lifted and pulled it backward as a whole. The hemostatic device was pulled out of the body as a whole. After observation, it was found that the anchor and collagen sponge were not properly deployed in the body. Manual compression was performed for hemostasis. No blood loss was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e1: phone number: unknown e3: occupation: unknown health care provider the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The hemostasis sheath appears to have been cut. The device components are pulled out of the device. The suture appears to have been cut. The anchor and collagen are present with the collagen tamped. The tamper tube is present. The returned sample appears to have been used and was returned with anchor, collagen, tamper tube and suture present after the facility manipulated the device to confirm the anchor location. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).